Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had deep scratch marks. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci surgical procedure, it was noted that the prograsp forceps instrument was defective. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.